Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corrosion to all keypad traces. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pup has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 128 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.